Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2018-02722. It was reported during an implant procedure, a csf leak occurred. The physician reported difficulty placing both leads. In turn, a blood patch was performed. As a result, the procedure was aborted.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2018-02722. Follow-up information revealed that there was clear drainage. The patient experienced a headache which has been resolved.